Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.